Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The initial report for this follow up was mislaid and therefore never sent. However, this follow up report is still within the 30 day limit. Routine testing confirmed that this device was installed by the customer in october 2009 and performed to specification up to (B)(6) 2014. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2014. During testing the device was found to be switching itself on. Investigation did not confirm a fault with the device or any component in the device. Although in this event there was no fault measured directly on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. The ten minute time outs would further suggest a failing membrane. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). The fault could not be replicated with a new membrane fitted. A slight voltage fluctuation was observed over the patient pogo-pins; however, this had no impact on the reported fault and would not have affected the devices ability to deliver therapy as demonstrated during the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked.